Event description:
Vague report received that an operation room staff member leaned on the syringe module and a bolus of an unidentified medication was administered. There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.

Manufacturer narrative:
(B)(4). The device was not sequestered by the customer. Because the customer did not record the device serial number and no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause was not identified.